Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The e-100 generator was analyzed and the reported failure could not be replicated. This unit was installed into the test system and it worked fine with the vessel seal instrument installed. Fa used the vessel seal extend instrument with saline-dipped gauze in the jaws and fire yellow pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-100 kept faulting out. The technical support engineer (tse) reviewed the logs and found an error 25913 for the e-100. The customer stated that they had to power cycle the e-100 to recover from the fault. The customer stated that this has been an ongoing issue with the system. They kept getting faults and having to power cycle the e-100 to recover. The procedure was completed with no reported injury.